Event description:
It was reported that the patient had an invance sling placed prior to the recent implantation of another continence device. The sling "had previously been removed" and the reason for the removal was not provided. The level of continence following the sling placement was reported as "unchanged". No patient complications were reported in relation with this event.